Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the camera cable break of the subject device which has occurred due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not detected by the camera control unit, which was connected with the subject device. At the incoming inspection for the repair, the service department of olympus europe (B)(4) checked the subject device. The error e224 which indicated that there was the communication failure between the subject device and the camera control unit was displayed. The service department of (B)(4) checked the subject device, though the service department of (B)(4) could not found the cause of the reported phenomenon, it was found that the camera cable was slightly bent and insulation was damaged. There was no patient injury associated with this report.